Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a 5.7 cm in diameter abdominal aortic aneurysm. The proximal neck was 21.6 mm in diameter and 11 mm in length. The neck angle was 53 degree. The vessel tortuosity and calcification was moderately tortuous. The patient had challenging anatomy and was not a surgical candidate. It was reported that during the index procedure a proximal type I endoleak was present so the physician decided to snorkel the right renal and implant and endurant 28x28x49 cuff. The physician placed 9 aptus anchors but a proximal type I endoleak was still present but significantly reduced in flow volume. The physician stated the event was related to the device and procedure. No clinical sequelae were reported and the patient is being monitored.

Manufacturer narrative:
(B)(4).